Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.A review of the Device History Record has been initiated. If any new, changed or corrected information is noted, a supplemental MedWatch will be submitted.Lab analysis: Per the investigation procedure, the device is analyzed through visual microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: Capsular Contracture: Unable to observe through visual inspection as it is a physiological phenomenon.None of the other observations performed during the device analysis (opening and non-penetrating nick) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for Reoperation: capsular contracture grade unknown.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Later healthcare professional reported "capsular contracture grade unknown". This record is for the right side. Device has been explanted.